Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damage was found to enclosure, drain fitting, and plate clip. Filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The investigation confirmed reported problem. Visually discolored reservoir. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced enclosure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device had mold in it and had some parts missing. No patient injury reported.